Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts lifted from their crimped stent positions in the mid-stent region. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jun2020. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 32 synergy drug-eluting stent was used for treatment but could not pass through the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.